Event description:
It was reported that the insulin pump could not be rewound. The customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing tha twas performed; however, the device alarmed during occlusion test, due to loose or protruded drive support disk. No rewind anomalies were noted. The insulin pump was received with a cracked case at display window corners and battery tube threads, as well as minor scratches on the display window. The insulin pump involved in this event is the paradigm real-tim veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4)